Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested but not received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a video-assisted thorascopic surgery lobectomy procedure, after the surgeon fired the stapler for the second time, the jaw wasn't opened. He tried to open the jaw once again, but it didn't work. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.